Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was power switching. When the patient disconnected their controller ac adapter to replace it with a new battery a power disconnect alarm was triggered. When the ac adapter was reconnected to the controller the alarm stopped. The battery was serviced and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis could not be performed, as log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the power sources remained in use. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching can be attributed, but not limited to momentary disconnections and/or communication errors between the controller and power source. If information is provided in the future, a supplemental report will be issued.